Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that initially the flow readings seemed to be fine. The patient was on va ECMO as well as v-pa ECMO for a short time while working towards decannulating the va. Once the customer stopped va treatment and increased the rpms, the flow increased. The flow reading on the cardiohelp device was 7.5 lpm, which was according to the customer not correct. The flow bubble sensor and the cardiohelp were replaced and the flow reading issue was solved. The customer stated that the failure was not on the flow/bubble sensor, it was on the cardiohelp itself. No harm to any person has been reported. The cardiohelp was replaced during treatment. Therefore, a report is required. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4)

Manufacturer narrative:
It was reported that initially the flow readings seemed to be fine during patient treatment. The patient was on va ECMO as well as v-pa ECMO for a short time while working towards decannulating the va. Once the customer stopped va treatment and increased the rpms, the flow increased. The flow reading on the cardiohelp device was 7.5 lpm, which was according to the customer not correct. The flow bubble sensor and the cardiohelp were replaced and the flow reading issue was solved. The customer stated that the failure was not on the flow/bubble sensor, it was on the cardiohelp itself. No harm to any person has been reported. Following patient information was received on (B)(6) 2025: male, 40-year-old, 144.9kgs. A getinge field service technician (fst) was sent for investigation on 2025-11-22. No part was replaced. The cardiohelp was tested for over one month and no discrepancies were found with the flow measurement. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop occurred due to a flow reading issue on the date of event. As the failure could not be replicated, the exact root cause remains unknown. Further, according to the risk file of the cardiohelp device the following root causes can also lead to the reported failure: - disturbed flow sensor - response time is too long. No or low rpm because of intervention / problems with sensors (pressure, bubble, flow, lpm mode and level) due to: influence of other ultrasonic devices, e.g flow sensor. Wrong flow / no flow information e. G.:- impaired calibration, initialization of the flow sensor- insufficient fixation of flow clamp (flow clamp not closed) according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2025-11-28 for the period of 2017-04-04 to 2025-09-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow reading issues" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.